Event description:
On (B) (6) 2010, a company representative reported the pt's mother called her and stated the pt had been admitted to the hospital for dka this morning. The representative was uncertain about the details. Several attempts were made to contact the pt or his mother, but were unsuccessful. On follow up with the company representative, she provided another phone number for the pt. The pt was called on (B) (6) 2010 and he stated that on (B) (6) 2010 he did not feel well. He ate dinner but noticed his blood glucose was elevated. He delivered a correction bolus of insulin, but 2 hours later his blood glucose had risen. He said he was vomiting and was very weak. He thought he had an intestinal virus. He stated he woke up the next day and was feeling worse so he did not change his insulin infusion headset although it was due to be changed. He was taken to the hospital and diagnosed with ketoacidosis. He was taken off of his insulin infusion device and given insulin injections. He said he was reconnected to his infusion device today using a new infusion headset and tubing. He is scheduled to be released from the hospital tomorrow. Troubleshooting did not find any product issues. The infusion device was replaced and requested to be returned for evaluation.